Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hemorrhage and surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of the coronary stent in native coronary arteries. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent was advanced, but was unable to fully advance due to the patient anatomy. The stent was deployed, but was only able to cover approximately 80% of the perforation. Bleeding continued and the patient was transferred to a second facility for surgical repair. No additional information was provided.